Manufacturer narrative:
Zyno medical received the investigation report from the contract supplier on 05/30/2017. The user-reported complaint is confirmed and the report is attached.

Event description:
This is a follow-up for the initially-filed MDR (3006575795-2017-00106).

Manufacturer narrative:
The manufacturer has sent the affected IV set to the contract supplier on 05/05/2017.

Event description:
The user reported that the luer lock of the IV set broke off as she was attaching it to the patient. No patient injury or harm occurred for this case.